Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(4), analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (40mg/ml, 5.89mg/day) in an implantable pump for non-malignant pain and lumbar radiculopathy. The patient experienced inadequate pain control. The patient was new to this hcp. The patient was on a high concentration and dose of dilaudid. The hcp decreased the drug to dilaudid (20mg/ml, 5.2mg/day) and bupivacaine (30mg/ml, 7.8mg/day). An MRI with contrast performed on (B)(6) 2015 showed a granuloma in the cervical spine, compressing the spinal cord. It was suspected there was a granuloma at the catheter tip. The issue was considered ongoing. The patient's concomitant medications were unable to be obtained. The pump and catheter were replaced on (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8709 , serial# (B)(4), found no significant anomalies. The catheter was returned in incomplete/returned in segments. Analysis of the unknown pump catheter segment found no significant anomalies. An indent was seen the cup of the sutureless connector. The indent did not effect infusion.

Event description:
Additional information received from a healthcare professional (hcp) re-reported that the patient had a system explant due to a granuloma at the tip of the catheter. During the procedure an incision was made at l4 and the anchor was dissected free. The existing catheter was then pulled free without complication. A new incision was then made and dissected down the fascia and a intraspinal needle was passed to enter at l3-l4. Cerebrospinal fluid flow was noted. The new catheter was placed without complication. The new pump was then placed into the pocket and connected to the catheter. Hydromorphone 2mg/ml and bupivacaine 10 mg/ml were placed into the pump totaling 20 ml. The pump was then programmed to deliver hydromorphone 2.0018 mg/day and bupivacaine 10mg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.